Event description:
The customer reported the system displayed a can bus (communication fail) error code message. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired and found to be operating as intended.